Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 415 mg/dl at the time of the event. Troubleshooting was performed. The total amount of basal and bolus delivery did not correspond with what was recorded in the history files. The high pressure test passed. The customer states that in some instances the cannula was bent and full of blood. Nothing further was reported.